Event description:
The user facility reported that during impella 5.5 explantation, the impella cannula was torn off just above the blood outlet. The malfunction of cannula detachment, if it were to recur, is likely to cause or contribute to a serious injury or death. Additional information received: all components of the pump were removed from the patient¿s body, and no additional intervention was needed. The patient was successfully bridged to left ventricular assist device

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.